Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.